Manufacturer narrative:
This event occurred at (B)(6). The system controller was reported under MFR # 2916596-2019-00830. Approximate age of device - 3 months. Investigation conclusion: on (B)(6) 2019 at 12:58:30, the motor instability fault flag and then 1 second later, the high current fault, low speed advisory, and low speed hazard faults were flagged. 1 second later, at 12:58:32, lvad live info software fault (f64) flags were captured, during which pump speed, flow, and pi were recorded at 0. At 12:58:35, lvad internal fault and low flow alarms became active along with the rotor displacement, bearing b over current, and magnetic centering faults. The faults continued intermittently over the next 3 minutes until the driveline was disconnected from the controller at 13:01:58. These events appeared to be consistent with rotor instability; however, a specific cause for the events cannot be conclusively determined. A corrective action has been opened to further investigation hm3 rotor instability. The patient remained ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the main system controller was displaying different pump flow from 4.8 lpm to 9.2 lpm then 25.5 lpm when the patient was sleeping. A pi event triggered followed by a low voltage advisory alarm. A few seconds later, the displayed flow = 0, pi = 0. Pi event triggered followed by lvad fault alarm. The patient was switched to the backup system controller and no further alarm was noted. There was no pump interruption due to the event. The patient is stable and discharged home. No additional information was provided.